Event description:
A power source alert was reported, indicating the pump battery would not charge despite using a tandem charging cable and wall adapter. The customer declined to provide information on whether the issue affected their blood glucose level. As the pump did not begin charging after troubleshooting efforts, technical support arranged to send a replacement cable and wall adapter with follow-up planned. No further details were received regarding interim measures if the pump battery depleted before replacement supplies arrived.